Event description:
Guidant received information that after implanting new atrial and defibrillation leads, this crt-d twice failed to convert the patient's vf during dft testing. The patient had to be externally rescued. Following the failed attempts (31 and 41 joules), a shorted lead indicator message appeared. New atrial and lv leads were implanted; however, the patient has a chronic rv lead that has tied epicardial patches. The painless hv test showed <20 ohms prior to dft testing. The crt-d was explanted and a new crt-d, sn 284410, was subsequently implanted. The leads were hooked up in the exact same manner except that the hv leads were reversed in the header. A guidant ts consultant discussed that there is a concern with the integrity of the chronic, competitive leads although the lead measurements were within normals limits with the new device on the same chronic leads.